Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD ,implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-operative testing for a routine generator change out, it was noted the right atrial (ra) lead exhibited intermittent loss of p wave sensing. This occurred with both the previous and new devices. Upon reprogramming, the issue resolved. The lead remains in use. No patient complications have been reported as a result of this event.